Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review is not possible as no serial number has been provided.

Event description:
Per tm: the probe is splitting and wires are visible where the wires enter thick grey plastic part the head of the transducer.